Event description:
It was reported that the physician was unable to deliver the device to the target lesion in the middle cerebral artery (mca) m1 segment due to tortuosity of the vessel. Some resistance was encountered during advancement of the system to the target lesion. Excessive force was used to overcome the resistance. However, as the physician tried to withdraw the device, the stent unexpectedly released in the inner carotid artery (ica) c2 segment. The procedure was aborted. There were no reported clinical consequences to the patient and the patient was reportedly in a stable condition.

Manufacturer narrative:
(B)(4) stent premature deployment. Additional information regarding the event was requested and the following was determined: continuous flush was not maintained "because the physician thought the procedure will be very quick." During advancement of the device, the stabilizer was advanced independently of the catheter.